Event description:
The patient reported via the manufacturer representative that the device was in discharge. The patient hadn't charged the device and a trickle charge was performed but did not resolve the issue. A surgery was planned but had not yet been scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.